Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 17 previously reported events are included in this follow-up record. Product return status 5 devices were received. 12 devices were not available for evaluation.

Event description:
This report summarizes 17 malfunction events in which the device or cutting accessory fractured. - 17 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 5 devices were received. 5 devices were not available for evaluation. 7 device investigation types have not yet been determined. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes 17 malfunction events in which the device or cutting accessory fractured. 7 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.